Event description:
It was reported that a patient presented with loss of capture and high pacing impedance noted on the patient's left ventricular lead. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.